Event description:
The facility reported an infusion pump with a failure code 715. The facility representative stated that there have been no patient incident reports since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.